Manufacturer narrative:
The lot met all release criteria. Meaning that no issues were noted during the manufacturing process or quality control inspection. The complaint sample was returned for eval. The balloon was returned still attached to the catheter shaft. However, there was a separation at the proximal balloon joint between the balloon and the catheter. The balloon was attached to the catheter by the inflation/deflation lumens. No stretching was noted on the device. The complaint is confirmed for a shaft break. Appropriate corrective action will be implemented. The current IFU (info for use) states: warnings: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guide wire/introducer sheath as a single unit.

Event description:
It was reported that a pta balloon partially detached from the catheter shaft during removal from the pt. The pta balloon was removed from the pt in its entirety. No pt injury.